Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise and three impedance measurements of less than 200 ohms. It was noted that the patient was pacemaker dependent. Ventricular sensitivity was decreased, noise response was set to voo mode and the patient would be monitored.

Event description:
Additional information notes that the lead continues to exhibit noise.